Event description:
Pt had christensen tmj implant with acrylic head. Pt was in severe pain so implant was removed. The acrylic head was completely gone when the surgeon removed it. Pt then received all metal christensen device approx 20 years ago. Recovery was long and pain started again. Pt received injections for 1-2 weeks to help with the pain. Nerve was also cut to stop pain and caused the left side of face droops. Jaw is shifting to the side. Pt suffers from pain in face, jaw, neck, shoulders, and chest. Also has fibromyalgia, flu-like symptoms with no diagnosis, gastrointestinal issues, reflux/gastritis, lump in the throat, difficulty swallowing and anxiety/nervousness.